Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the design evaluation on this second generation instrument was performed. No functional issue could be identified on the instrument. The instrument functions as per the design intent. There is no design related issues identified on the returned instrument. Therefore, this complaint is closed by product development as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sternal zipfix gun was not tightening properly during an unknown procedure. The surgeon had a spare gun to complete the procedure successfully. There was no patient harm. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.